Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump was making a ¿loud beeping noise". This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/25/2017 with the following findings: on investigation, the pump powered on and was exercised for 24 hours without any loud beeping sounds duplicated. The pump did not experience any errors, alarms or warnings during the investigation. Investigation did not duplicate the complaint.